Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a-magnum 52-60 mm tpr insrt-3 catalog 139266 lot 425280, echo por fmrl nc 15 x 155 mm catalog 192015 lot 433830, m2a-magnum pf cup 58odx52id catalog us157858 lot 894980. Device history record was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04946. Reported event was confirmed by review of op notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's legal counsel reported patient underwent an unknown hip revision approximately four years post-implantation due elevated metal ion levels, pelvic ring fracture, and pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Medical records state the indication for revision was severe destruction of the pelvic bone and the surrounding musculature. There were numerous lymphocites and leukocytes throughout the tissues which is consistent with aseptic, lymphocyte-dominated vasculitis-associated lesion (alval).